Event description:
The pharmacy prefers to remain anonymous. Specialty pharmacy: delivery errors are one of the most common errors in the specialty pharmacy. These can originate from errors due to delivery set up (e.g., incorrect address), or from carrier service (e.g., fedex or courier) delivering the package incorrectly. One common type of delivery errors is incorrect address due to delivery set up. When the technician speaks with the patient to set up delivery, they complete their workflow (including updating or adding the delivery address) in therigy (specialty clinical decision support/documentation software). They use therigy because this system is faster and has certain requirements they need to complete for accreditation. The dispensing system is slower, and it is hard to complete the entire order set up while the patient is on the phone, especially if it is a large order. After the tech gets off the phone, they transpose the address, or confirm or update the address within the dispensing system- this is the address that will be used to ship the medication to the patient. If this step is missed or done incorrectly, the order may be shipped to the wrong address. - about three years ago the pharmacy implemented a new system that would allow the dispensing software to generate a barcode could be scanned to enter the address automatically into fedex, so the address did not need to be manually typed from the dispensing system. This process reduced the instances of transcription errors at the fedex portal. - staff are trained during onboarding and given workflow checklists; however, they don't often use these checklists on a daily basis after they are fully trained and comfortable with the workflow. (B)(4). (B)(6).